Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (3000 mcg at 19.6 mcg (minimum rate)) via an implantable pump for unknown indications for use. It was reported that the catheter was unable to be aspirated. Surgery was performed and the catheter was replaced.